Event description:
It was reported to boston scientific corporation that a mantis clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the mantis clip did not detach form the delivery catheter after it was closed/locked into place. The procedure was completed with a different model. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on april 23, 2024.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the mantis clip did not detach form the delivery catheter after it was closed/locked into place. The procedure was completed with a different model. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 23, 2024: it was reported that the anatomical location was duodenum.